Event description:
It was reported the patient used to feel stimulation at 1.50v and it would be uncomfortable however now they have to turn it up to 10.40v before they feel stimulation. While on the call, ¿all of a sudden¿ they did not feel stimulation anymore. Three months prior to the call the patient broken their thigh bone and was at a rehabilitation facility. The patient also reported they had a stroke and their short term is not good. At the time of the call the status of the patient was unknown. No interventions or outcome was known at the time of report however follow-up was being conducted and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was not working. The patient had not felt stimulation for over a year. Not feeling stimulation did not correlate with any falls or trauma. The patient went "south" and broke their hip and spent 90 days in the nursing home for therapy. The patient couldn't walk during this time because of knee pain. The patient could turn their device up to the max and start to feel something but it was not like it was. The max setting for the patient was about 5 or 5.5. The patient could feel the stimulation in their legs but it was not strong enough when they turned it up as high as it will go.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n342976, implanted: (B)(6) 2012, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).